Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: cervical disc replacement it was reported that intra-op, tip of the drill bit broke when being used to drill hole in patients cervical vertebral body. The surgeon used nibbler to remove metal fragment. It is unknown if any fragments remained in patient. No patient complications were reported.